Event description:
It was reported that the patient presented to the hospital experiencing lightheadedness and was near syncope. Upon interrogation, the atrial lead exhibited noise. The noise was reproduced with pocket manipulation. A new pacing system was implanted on the patients opposite side. The previous system was deactivated and remained implanted. No syncopal symptoms were reported following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.